Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that when the patient presented in clinic for a follow up, multiple events of noise episodes were observed on the right ventricular (rv) lead. During the procedure, the patient had an superior vena cava (svc) stent that appeared to be the cause of the rv lead noise. The lead was capped and replaced on (B)(6) 2019. The patient was stable before, during and after procedure.

Manufacturer narrative:
Further information was received indicating the event was a duplicate and reported in manufacturer reference number 2938836-2019-16632.